Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. At the proximal end of the stent the struts were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during an attempt to cross a lesion. The device¿s stent protector was not received for analysis however it was noted that the device was issued a stent protector with an inner diameter (ID) of 0.049in whereas the stent outer diameter (od) at the undamaged portion of the stent was 0.046in which would indicate that there could not have been an interaction between the stent and the stent protector. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 16 x 2.75mm taxus liberte drug eluting stent was selected but failed to cross the lesion. The procedure was completed with a different device. The patient's status was stable. However, returned device analysis revealed stent damage.